Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead g2. Foreign: au h6 codes: codes now apply to the lead (product ID: neu_unknown_lead, s/n: unknown), and not the ins (product ID: 977119, s/n: (B)(6)). Annex g code updated to g02025, additional fdd code a0104 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the cause of the overstimulation was unknown. However, as its occurrence corresponds with the participant's fall, they noted there is the possibility of minor lead migration towards the dorsal column of the spinal cord. In this case, stimulation would be perceived to be stronger in the supine position as reported by the participant. Later, it was confirmed that minor lead migration was spatially located migration which was caused by the fall but not by the lead itself.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the event was probably related to therapy. The outcome was recovered/resolved on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the adverse event term for the alleged issue was overstimulation. The impact to the patient was noted as overstimulation in the supine position following a dizzy spell and fall from standing height landing on the buttock, back, and thoracic spine. The overstimulation was sufficiently uncomfortable for the patient to seek intervention by the field clinical engineer (fce). They had an unscheduled visit for optimization on (B)(6) 2025. The resolution of the overstimulation was pending. Diagnostic tests were performed such as computed tomography and the result was no significant change in the appearance in the lower lumbar spine as of on (B)(6) 2025. The adverse event resulted in treatment and being re-programmed; it was specified as optimization with a supine program created. The assessment for product/therapy/procedure relatedness made by the investigator and the sponsor found that the adverse event was not related to a study procedure, not related to the device, but possibly related to the therapy. The outcome of the adverse event was noted as recovering/resolving.

Manufacturer narrative:
G2: the country of the event is au. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2022, product: type. Lead d10: the 977a260 lead, lot number is either va2k0hz004 or va2mmwv012; at this time it is unclear which lead the reported event is related to. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that the lead migration was "not true lead migration" as per the clinical site's response; it was spatially located migration which was caused by a fall but not the lead itself, therefore no actions were performed. The issue of the overstimulation was reported as "still recovering/resolving." Ins reprogramming was performed, and it was noted "optimization - supine program created."